Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure or hyperglycemia reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 16.2 mmol/l (291.6 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the needle did not retract. Hyperglycemia treated with a new pod.